Event description:
The customer reported that during a procedure, the jaws of the device would not reopen while applied to patient tissue. It is not known how the device was removed from the tissue, and no further information was made available from the site.

Manufacturer narrative:
(B)(4). Date of initial report : 10/23/2014. Date of follow-up report : 11/14/2014. (B)(4).

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.